Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-mar-2021 by a physician which refers to a 40-year-old white female patient. The patient's medical history included endometriosis. The patient was undergoing unspecified homeopathy treatment. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with 2.4 ml restylane lyft lidocaine (lot 18276, expiry date 31-jan-2023), 0.5 ml on each zygomatic, 0.2 ml on each medial malar, 0.3 ml on each canine fossa and 0.2 ml on each nasogenian groove. The injection technique was reported as microbolus at the zygomatic region, bolus at the medial malar region and canine fossa and retroinjection at the nasogenian grooves, using a 22g cannula for unknown indication. The patient reported that after the procedure she had been bite by an insect (as reported) and underwent a dental procedure (dental appliance implant) around 13 days after she received restylane injection. 14 days later, on (B)(6) 2021, the patient experienced edema (implant site oedema) on the right hemiface and nodules with assymmetrical smile(implant site nodule) on the right canine fossa. As a corrective treatment, on (B)(6) 2021, the patient received clavulin bd [clavulanate potassium, amoxicillin trihydrate] for 14 days and prednisone [prednisone] 40 mg, at morning, for 5 days and daily facial drainage for 5 days were prescribed. On (B)(6) 2021 the patient underwent a complete blood count, vhs, rt-pcr and hsv serology. The test results were reported as normal. Unknown time later, on an unknown date in 2021, the reporter clarified that the patient experienced delayed inflammatory reaction (implant site inflammation). At the end of the fourteenth day, the edema improved. On the third day after, interruption of clavulin bd, the edema returned. On (B)(6) 2021, the patient was prescribed with ciprofloxacin [ciprofloxacin], clarithromycin [clarithromycin] and decadron [dexamethasone] 4 mg twice a day. After two days of treatment, the edema improved. The patient was still using these medications. On (B)(6) 2021, the patient also received treatment with 2.5 ml of hyaluronidase [hyaluronidase] on the right canine fossa. The severity of the events was assessed as moderate; the causality was assessed as probable. As per follow up information received on 5-apr-2021 from the physician. The physician reported that the patient was fine, however, he did not inform the outcome of the events. The patient was undergoing corticosteroid weaning. The physician believed that the patient experienced suspected biofilm (implant site infection) and was treating this event. Outcome at the time of the report: edema was recovered/resolved. Nodules with assymmetrical smile was unknown. Delayed inflammatory reaction was unknown. Suspected biofilm was unknown. Tracking list: v.0 initial v.1 fu received on 12-mar-2021 from the same reporter: event updated to implant site inflammation. Patient gender and corrective treatment details added. V.2 fu received on 15-mar-2021 from the same reporter: case upgraded to serious. Events (nodules with asymmetrical smile, edema, expired device used) added. Patient demographics, medical history, suspect device implant date, location, volume, needle type, injection technique, lot number, expiry date, event severity, reporter causality, corrective treatment and laboratory details were updated. V.3 fu received on 25-mar-2021 from the same reporter: the physician reported the correct expiry date of restylane lyft lidocaine (batch number 18276) as 31-jan-2023. Batch record review results obtained. V.4 fu received on 5-apr-2021 from the same reporter: event (suspected biofilm) added and an insect bite and dental procedure were also reported.

Manufacturer narrative:
Pharmacovigilance comment: the serious event of oedema at implant site and the non-serious events of nodule, infection and inflammation at implant site were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions including multiple drainages to prevent permanent damage. Potential root cause include injection procedure associated with inadequate aseptic technique leading infection and its manifestations. Potential contributory factor include possible spread of infectious focus following dental procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Maufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system.the information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Manufacturer narrative:
Pharmacovigilance comment: the serious event of oedema at implant site and the non-serious events of nodule and inflammation at implant site were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions including multiple drainages to prevent permanent damage. Potential root cause include treatment procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-mar-2021 by a physician which refers to a (B)(6)-year-old white female patient. The patient's medical history included endometriosis. The patient was undergoing unspecified homeopathy treatment. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with 2.4 ml restylane lyft lidocaine (lot 18276, expiry date 31-jan-2023), 0.5 ml on each zygomatic, 0.2 ml on each medial malar, 0.3 ml on each canine fossa and 0.2 ml on each nasogenian grooves. The injection technique was reported as microbolus at the zygomatic region, bolus at the medial malar region and canine fossa and retroinjection at the nasogenian grooves, using a 22g cannula for unknown indication. 14 days later, on (B)(6) 2021, the patient experienced edema(implant site oedema) on the right hemiface and nodules with asymmetrical smile(implant site nodule) on the right canine fossa. As a corrective treatment, on (B)(6) 2021, the patient received clavulin bd [clavulanate potassium, amoxicillin trihydrate] for 14 days and prednisone [prednisone] 40 mg, at morning, for 5 days and daily facial drainage for 5 days were prescribed. On (B)(6) 2021 the patient underwent a complete blood count, vhs, rt-pcr and (B)(6) serology. The test results were reported as normal. Unknown time later, on an unknown date in 2021, the reporter clarified that the patient experienced delayed inflammatory reaction (implant site inflammation). At the end of the fourteenth day, the edema improved. On the third day after, interruption of clavulin bd, the edema returned. On (B)(6) 2021, the patient was prescribed with ciprofloxacin [ciprofloxacin], clarithromycin [clarithromycin] and decadron [dexamethasone] 4 mg twice a day. After two days of treatment, the edema improved. The patient was still using these medications. On (B)(6) 2021, the patient also received treatment with 2.5 ml of hyaluronidase [hyaluronidase] on the right canine fossa. The severity of the events was assessed as moderate; the causality was assessed as probable. Outcome at the time of the report: delayed inflammatory reaction was unknown. Nodules with asymmetrical smile was unknown. Edema was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 12-mar-2021 from the same reporter: event updated to implant site inflammation. Patient gender and corrective treatment details added. V.2 fu received on 15-mar-2021 from the same reporter: case upgraded to serious. Events (nodules with asymmetrical smile, edema, expired device used) added. Patient demographics, medical history, suspect device implant date, location, volume, needle type, injection technique, lot number, expiry date, event severity, reporter causality, corrective treatment and laboratory details were updated.